Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output and an adverse event occurred. The patient reported that he was home alone and woke up on the bedroom floor around 3:00 am. His muscles were convulsing, and he could hardly move but he managed to crawl to the refrigerator and drink orange juice. He stated that he knew he was in diabetic shock. He was unable to stand and stayed on the kitchen floor until he felt his sugar was rising, then went back to bed at around 4:00 am. He stated the device never alarmed for low glucose. In the morning his blood glucose was 126 mg/dl and he felt better. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.